Event description:
A plate collamer lens model cc4204bf was opened and the lens was discolored. The reporter stated that the lens looked yellow. The lens was not inserted and there was no patient contact or injury. The reporter said the lens was discarded.